Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
The patient's daughter reported that the patient recently visited the emergency department and was told there was an issue with the implanted lead, it was "tired". The patient was referred to her following physician. Additional information is being requested at this time.

Event description:
The patient's daughter reported that the patient recently visited the emergency department and was told there was an issue with the implanted right ventricular (rv) lead, it was "tired". The patient was referred to her following physician. Additional information received indicated that the during routine follow-up on (B)(6) 2025, it was observed that the pace impedance (currently 1,400 ohms) and threshold had been gradually increasing over the past year. X-ray was performed and did not show any fractures. The patient had no symptoms and did not have any conditions that would have precipitated a threshold increase. It was planned to follow the patient closely as due to the patient's advanced age a revision was not desired. The lead remains in service. It was additionally reported that noisy signals persisted related to the rv lead and lead fracture was suspected. The lead had been programmed in unipolar due to high thresholds in bipolar; however, the impedance (1,800 ohms) and threshold were now also increasing in unipolar. Oversensing was also noted. It was tentatively planned to replace the lead on (B)(6) 2026.

Event description:
The patient's daughter reported that the patient recently visited the emergency department and was told there was an issue with the implanted right ventricular (rv) lead, it was "tired". The patient was referred to her following physician. Additional information received indicated that the during routine follow-up on (B)(6) 2025, it was observed that the pace impedance (currently 1,400 ohms) and threshold had been gradually increasing over the past year. X-ray was performed and did not show any fractures. The patient had no symptoms and did not have any conditions that would have precipitated a threshold increase. It was planned to follow the patient closely as due to the patient's advanced age a revision was not desired. The lead remains in service.